Event description:
The physician felt friction with the balloon and experienced difficulty maneuvering the stabilizer guidewire (gw) at the time pre-dilation was being conducted. The gw was changed to another gw and the procedure was finished successfully with no reported injury to the pt. The target lesion was a de novo, slightly calcified, moderately tortuous, 99% stenosed left anterior descending. The percutaneous coronary intervention was conducted as an emergent case in order to treat the lesion.

Manufacturer narrative:
During an emergency coronary intervention, a non-cordis ptca balloon catheter was advanced over a stabilizer steerable guidewire, but the physician felt significant friction between the two devices and removed both, necessitating rewriting of the lesion. This was done successfully and no pt injury occurred. The vessel was described as slightly calcified and moderately tortuous with 99% stenosis. It was not reported if the wire had kinked or become damaged in any way and no product was returned for evaluation. A review of the manufacturing records indicated that the product was final inspection tested and determined to be acceptable. With such limited info, it is not possible to determine what factors may have contributed to the event.